Event description:
The customer reported that the device was failing the therapy delivery test. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. It is unknown if the device was in use at the time of the reported issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was failing the therapy delivery test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There is no indication of patient involvement.